Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Revision surgery due to a dismantling occurred (B)(6) 2019. Glenoid baseplate, ø ø36/+3 humeral cup and ø36 glenosphere were removed and replaced by same size products and a +10 post extension. Primary surgery occurred (B)(6) 2017. First revision surgery also due to a dismantling occurred (B)(6) 2017.